Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (b)(\6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that after 71 mins on bypass, the flow to the patient went from 4.5 lpm to 0 lpm. A centrifugal pump system with tubing clamp was used. The machine alarmed for zero flow and high pressure thus the rpms were reduced to eliminate the high pressure alarm and enable the auto clamp to open. The flow was still zero, the surgeon was informed and the lines to the table were checked for kinks /occlusions. The user hand-cranked the pump. The flow probe, the oxygenator and the centrifugal head were replaced and the flow could be restored. The procedure could be completed with no further issues. The patient is currently ventilated in the itu. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. All umps were found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The customer informed the technician in charge that since then, the machine was issue and no further issues occurred. Based on the above and on results of service activity, the equipment worked as per specifications and did not malfunctioned. Consequently, the event was not related to any equipment failure and more likely associated to procedure/patient factors and to disposables which have been discarded by the customer. Reportability decision changes to not reportable based on the fact that the equipment worked as per specifications and did not malfunctioned.